Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter. ¿achieving an act 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). The guidewire was removed and the pump attempted to start. However, a pump failure alarm triggered. An attempt was made to start/restart without success. As well, the console was exchanged the pump still did not start. Ultimately, the impella cp was explanted and a new impella cp device was implanted and successfully started. There was no harm to the patient as a result of the event. Latest update noted the patient currently remains on impella mcs.

Manufacturer narrative:
The investigation of pump did not start has been completed. Data log review showed pump unable to start with pump stop alarm. Pump was returned and inspected. Inspection revealed damage to the outflow cage with one of the connecting struts angled in towards the impellor blades, preventing them from rotating freely. The pump stop reproduced in the lab. The pump passed electrical testing. The cause of the pump did not start was likely a damaged outflow cage due to the deformed outflow struts found on the returned pump which did not allow free rotation of the impellor blade. Lack of clinical information relating to how the cage was damaged. D9 device returned to manufacturer date added.